Manufacturer narrative:
The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. Should the device or any additional information be obtained, a supplemental report will be filed.

Event description:
The complainant reported a patient of unknown age and gender presenting with acute myocardial infarction and cardiogenic shock. The impella cp was selected for hemodynamic support and inserted independent of abiomed on-site support. The patient was transferred to another hospital where they expired due to hemorrhagic shock. An autopsy is being performed to identify what, if any, relationship the impella had with the patient's injury and/or outcome.